Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports associated with this event. Related manufacturer report numbers are 1225714-2016-00052 and 1225714-2016-00053.

Manufacturer narrative:
(B)(4). Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports that are associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest following dialysis and subsequently expired, which is alleged to have been caused by the product administered to the plaintiff for dialysis treatment.